Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and rheumatoid arthritis ('rheumatoid arthritis') in an adult female patient who had essure (batch no. C65838-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vulvar dysplasia, condyloma acuminatum, iliotibial band syndrome and pain menstrual. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), abdominal distension ("bloating"), back pain ("back pain"), headache ("headaches"), migraine ("migraines / headaches"), nausea ("nausea"), dyschezia ("discomfort with defecation"), endometriosis ("endometriosis"), eye movement disorder ("eye twitching"), fatigue ("fatigue"), dysgeusia ("metallic taste"), hypoaesthesia oral ("numbness of tongue"), alopecia ("hair loss"), bone pain ("bone pain"), arthralgia ("hips pain\ ankle pain\ wrist pain") and pain in extremity ("thighs pain\ legs pain"), was found to have weight increased ("weight gain") and underwent endometrial ablation ("endometrial ablation"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral), tubal ligation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, abdominal distension, headache, migraine, nausea, dyschezia, endometriosis, eye movement disorder, weight increased, fatigue, dysgeusia and hypoaesthesia oral had resolved, the rheumatoid arthritis, dyspareunia, allergy to metals, back pain, alopecia, endometrial ablation, arthralgia and pain in extremity outcome was unknown and the bone pain was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, arthralgia, back pain, bone pain, dyschezia, dysgeusia, dyspareunia, endometrial ablation, endometriosis, eye movement disorder, fatigue, headache, hypoaesthesia oral, migraine, nausea, pain in extremity, pelvic pain, rheumatoid arthritis and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: result : total bilateral occlusion. Hysteroscopy - on (B)(6) 2015: essure insertion, no complications, left side: essure visible in fallopian tube ostium with 2 rings; right side: essure visible in fallopian tube ostium with 3 rings. Pathology test - on (B)(6) 2019: surgical pathology, final diagnosis: a. Pelvic side wall, right, biopsy: negative for endometriosis. B. Cul-de-sac, biopsy; negative for endometriosis. C. Pelvic sidewall, biopsy; negative for endometriosis. D. Pelvic brim, biopsy; negative for endometriosis. E. Uterosacral ligament, biopsy; negative for endometriosis. F. Uterus, cervix, right and left fallopian tube, resection: fibrosis of the endometrial lining (status post ablation). Unremarkable cervix, and fallopian tubes, each containing an essure coil. No endometriosis. Gross description: the uterine serosa has focal fibrous adhesions. The endometrium is unremarkable. There are no uterine leiomyomas. There is an 8.0x0.5 cm right fallopian tubes contain essure coil in the lumen. C65838 is an invalid batch number. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-oct-2019: quality-safety evaluation of product technical complaint. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and rheumatoid arthritis ('rheumatoid arthritis') in an adult female patient who had essure (batch no. C65838) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vulvar dysplasia, condyloma acuminatum, iliotibial band syndrome and pain menstrual. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy"), rheumatoid arthritis (seriousness criterion medically significant), migraine ("migraine\migraines / headaches"), headache ("headaches"), nausea ("nausea"), eye movement disorder ("eye twitching"), fatigue ("fatigue"), irritable bowel syndrome ("discomfort with defecation bloating"), endometriosis ("endometriosis"), dysgeusia ("metallic taste"), hypoaesthesia oral ("numbness of tongue"), abdominal distension ("bloating"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), back pain ("back pain"), bone pain ("bone pain"), arthralgia ("hips pain\ankle pain\wrist pain") and pain in extremity ("thighs pain\legs pain"), was found to have weight increased ("weight gain") and underwent endometrial ablation ("endometrial ablation"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral), tubal ligation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, migraine, headache, nausea, eye movement disorder, weight increased, fatigue, irritable bowel syndrome, endometriosis, dysgeusia, hypoaesthesia oral and abdominal distension had resolved, the allergy to metals, rheumatoid arthritis, dyspareunia, alopecia, endometrial ablation, back pain, arthralgia and pain in extremity outcome was unknown and the bone pain was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, arthralgia, back pain, bone pain, dysgeusia, dyspareunia, endometrial ablation, endometriosis, eye movement disorder, fatigue, headache, hypoaesthesia oral, irritable bowel syndrome, migraine, nausea, pain in extremity, pelvic pain, rheumatoid arthritis and weight increased to be related to essure. The reporter commented: insertion details- left side: the essure was visible in the fallopian tube ostia with 2 rings noted. Right side: the essure was visible in the fallopian tube ostia with 3 rings noted diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: result : total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: lawyer was added. New events- endometrial ablation, dyspareunia, hair loss, back pain, bone pain, pain in extremity, arthralgia were added & few events was updated from vision/eye problems to eye twitching, gastrointestinal condition to discomfort with defecation bloating. Lab test was updated. On 12-sep-2019: fu 3 & fu 4 proceeded together.pfs received; reporters were added. Lot no. Was added. Historical conditions were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and rheumatoid arthritis ('rheumatoid arthritis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy"), rheumatoid arthritis (seriousness criterion medically significant), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision probs"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), endometriosis ("endometriosis"), dysgeusia ("metallic taste"), hypoaesthesia oral ("numbness of tongue") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, abdominal pain, migraine, headache, nausea, visual impairment, weight increased, fatigue, gastrointestinal disorder, endometriosis, dysgeusia, hypoaesthesia oral and abdominal distension had resolved and the allergy to metals and rheumatoid arthritis outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, dysgeusia, endometriosis, fatigue, gastrointestinal disorder, headache, hypoaesthesia oral, migraine, nausea, pelvic pain, rheumatoid arthritis, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received : previously reported event injury was deleted and was updated to new events. Following events were added : pelvic pain, abdominal pain, nickel allergy, rheumatoid arthritis, migraine, headaches, nausea, vision probs, weight gain, fatigue, gi conditions, endometriosis, metallic taste, bloating, numbness of tongue. Reporter information added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.